Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge was unable to be installed onto the pump. Customer's blood glucose level was less than 200 mg/dl. Reportedly, a new cartridge was able to be successfully loaded to address the issue.